Event description:
It was reported that the patient passed away due to unknown causes. The customer reported that no additional information could be provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the patient's outcome could not be conclusively established through this evaluation. The device was not explanted for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including death. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.